Event description:
It was reported that the handpiece began overheating and smoking during a podiatry bunionectomy. There was no reported pt or user injury, and the case was completed successfully with a back-up device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the bottom rotor bearing stuck in the motor and how the top bearing was gritty from normal wear. Those parts were replaced along with other components. Service repaired and returned the device to the customer.